Event description:
A report was received that the patient will be explanted due to tenderness and discomfort at the pocket site.

Event description:
A report was received that the patient will be explanted due to tenderness and discomfort at the pocket site.

Manufacturer narrative:
Update to the following field. Additional information received that the patient was explanted by a non-bsc physician. The patient is doing well following the explant. Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description: enh st ld kit, 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.